Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis remains unknown; however, it was confirmed the patient¿s liberty select cycler and fresenius products used for pd therapy were not a causative factor in the patient¿s infection. This is further evidenced by the presence of a microorganism that is associated with nosocomial infections, catheter-associated bacteremia, urinary tract infections and wound infections. Therefore, the liberty cycler set can be excluded as a source of the patient¿s adverse event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The patient contact reported to fresenius customer service that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on 19/sep/2021 presented with serratia marcescens and a white blood cell (wbc) count of approximately 17,000/mm3. The patient was diagnosed with peritonitis due to unknown etiology. Though the cause of the patient¿s peritonitis was unknown, it was affirmed the patient¿s home cycler and fresenius products have been ruled out as a source of their infection. The patient was prescribed one-time doses of intraperitoneal (ip) vancomycin at 2000 mg and ip gentamycin at 56 mg. Upon culture results, the ip vancomycin and gentamycin were discontinued, and the patient was prescribed intravenous meropenem at 1 gm three times a day while hospitalized. The patient¿s pd catheter was removed due to the severity of the infection during this admission. The patient was able to undergo hemodialysis (hd) through an existing fistula on a hospital provided fresenius hd machine for renal replacement therapy for the duration of the admission. The patient is recovering from this event and awaiting discharge to home. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd on an in-center basis upon discharge.